Manufacturer narrative:
Date of event and therapy dates are estimated. During processing of this complaint, attempts were made to obtain patient weight and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01078. It was reported that high impedances were measured at the lead contacts, and the patient's therapy was auto-reducing. As a result, surgery may occur to address the issue.